Event description:
It was reported that the patient experienced a post op infection that resulted in explant of the device. Device history records were reviewed. The device passed all functional specifications and quality tests and were sterilized prior to distribution. Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device. No other relevant information has been received to date.

Event description:
The device was discarded. No other relevant information has been received by the manufacturer to date.